Event description:
It was reported that during a da vinci assisted cholecystectomy, the arms "froze", and the large clip applier (lca) instrument was stuck on universal surgical manipulator (usm) 3. The lca was removed with the cannula so the patient side cart (psc) could be moved away from the patient in order to convert the procedure to laparoscopic. Once backed away, the instrument release kit (irk) was used to successfully remove the lca instrument from the usm. Once removed and the system was rebooted, the technical support engineer (tse) noted a different error which pointed to the endoscope controller needing to be replaced. Through follow-up with the surgeon, the following information was confirmed or obtained: the surgeon confirmed that the reason for the conversion was the universal surgical manipulator (usm) malfunction/inability to be removed. It took almost an hour to resolve the issue but, the surgeon denied patient injury as well as the need to add or increase port incisions to remove the instrument or for the conversion.

Manufacturer narrative:
Based on the current information provided, the cause of the universal surgical manipulators (usm) freezing and the large clip applier (lca) instrument becoming stuck is unknown. The usm was evaluated during a site visit; there was no trouble found and the system was verified as ready for use. Both lcas used during the procedure were returned to intuitive surgical, inc. (Isi) for evaluation but it has not yet been completed. The endoscope controller was replaced and returned for evaluation. Failure analysis confirmed, but could not replicate the reported issue. The ec was installed and started up 10 times with no errors. The image quality was confirmed to be clear, crisp, free of noise, color correction present on both the right and left side and all functionalities were operational. A follow-up MDR will be submitted if additional information is obtained. System logs for the procedure reveal both lca instruments triggered engagement errors on usm 3 which could have caused or contributed to the reported event. The ec error noted was unrelated. This complaint is being reported due to the following conclusion: the customer converted to laparoscopic after the start of the procedure due to the usm "freezing" and the inability to remove the lca instrument from usm 3; resulting in the trocar and lca being removed together. The surgeon confirmed port incisions were not increased, nor were additional ports placed.

Manufacturer narrative:
Correction: annex e. Additional information: the two large clip applier (lca) instruments that were used on the effected universal surgical manipulator (usm) during the reported event were returned to intuitive surgical, inc. (Isi) and evaluated by failure analysis (fa). Fa for the first instrument replicated/confirmed the customer reported complaint: ¿failure to engage during case.¿ fa failure analysis found a broken input disk within the housing. Additional observations related to the customer complaint: the instrument was found to have corrosion on one or more clamping pulleys in the backend. Fa for the other lca replicated/confirmed the customer reported complaint: ¿failure to engage during case" and was also found to have a broken input disk. An additional finding not reported by the customer, but found during analysis, was a loose grip cable at the distal end.